Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery using a penumbra smart coil (smart coil), a penumbra smart coil detachment handle (handle), non-penumbra coils and a non-penumbra microcatheter. During the procedure, the physician placed three non-penumbra coils in the target vessel using the microcatheter. Next, the physician advanced a smart coil in the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the physician used a new handle to successfully detach the smart coil. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned handle could not confirm the reported complaint. Evaluation revealed that the handle was undamaged and functional. During functional testing, the handle was tested with a handle test fixture and performed within specification. The handle was able to detach a demonstration smart coil without issue. Penumbra handles are visually inspected and functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.